Manufacturer narrative:
(B)(4). Trigger teeth. The analysis results found that the ats45nk device was received with the firing mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) .

Event description:
It was reported that during a laparoscopic aortobifemoral bypass procedure with da vinci robot, no staple was released and the device remained closed on tissues. The aorta was squashed in the clamp fortunately no consequences to note. Then, the surgeon had difficulties to open the device. The cartridge contained staples without a particular problem. Another like device (lot l4f11a) was used to complete the procedure and no incident reported. No consequences to the patient.